Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. The blood glucose reading at time of call was 130mg/dl. Troubleshooting was performed. It was stated that the customer did feel sick, tested, and treated his high glucose. It was stated that the infusion set was changed and his glucose level dropped, but then went back up again. The customer started vomiting and falling over. The programming, time, and date were correct. Reviewed the alarm history and found multiple low reservoir alarms. Ran a fixed prime test and passed. Advised the caller that a tubing clamp will be sent and call back when it arrives to complete the testing. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.